Event description:
Customer alleges discrepant results with meter compared to lab. Results done 2 hours apart on (B)(6) 2011. Patient's target therapeutic range is 2.5-3.5. Patient's coumadin dose was increased on (B)(6) 2011.

Manufacturer narrative:
Pending.